Event description:
It was reported a patient underwent comprehensive reverse total shoulder arthroplasty on (B)(6) 2013. Subsequently, radiograph images from (B)(6) 2013 indicate the glenosphere has migrated. No revision procedure has taken place to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity.¿